Event description:
Knee revision performed on (B)(6) 2014. Primary: total knee replacement performed in 2000 by same surgeon at the same hospital. Patient presented with a painful knee. X-rays show massive osteolysis and femoral bone loss. All components removed and replaced. Products discarded. Pt details: (B)(6). Further details to be forwarded. Photos available.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
(B)(4): the device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Patient x-rays were provided. Review of the supplied x-rays reveal a significant gap between the femur and the anterior flange of the femoral component. A smaller gap exists between the posterior femur and the tip of the posterior condyle bonecut. The presence of pain cannot be confirmed from the x-ray alone. Although the aforementioned bone gap is clearly visible in the provided x-rays, there are no x-rays available from a previous time point in order to make a chronological comparison of patient bone. Therefore, osteolysis cannot be definitively confirmed as the cause of the patient's condition. Based on the information gathered from the x-rays and the complaint investigation, there is no evidence that suggests the implanted devices were defective and adversely contributed to the patient¿s condition. The investigation could not identify any product contribution to the reported event with the information provided and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.